Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product was not returned to the post market vigilance laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported that the device was difficult/impossible to open, the device melted, the insulation was damaged and there was no consequences or impact to the patient. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the insulation of the device melted and then the jaws were difficult/impossible to open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.